Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the reported issue of no image was not reproduced. However, the device evaluation found the insertion section a-rubber had a scratch, the adhesive had a chip, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the right/left plate had a scratch, switch1 was dirty, and switch1 had a scratch, the angulation control ring had a scratch, the light guide connector had a scratch, and the light guide cover glass had a scratch, the video connector case had a scratch, the video connector had a scratch, and the bending section could not be fixed firmly due to damage on forceps elevator lever (surgical products). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a suspected disconnection of the cord (no image). The issue was found during preparation for an unspecified therapeutic procedure, which was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect was caused by dirt on the electrical contacts of the system. However, since the event was not reproduced, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: [inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1 before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2 observe the palm etc. Using normal light observation images and nbi observation images. 3 check that the illumination light is coming out. 5 check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. 6 operate the endoscope's angle lever to bend the curved part. 7 confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily. Olympus will continue to monitor field performance for this device.